Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd nexiva¿ closed IV catheter system ¿ single port 24 ga 0.75 in splashed blood and was damaged, but still operable. The following information was provided by the initial reporter: "this is a report about blood splash. After retracting the needle, the hcp saw the blood back-flowing through the clamp and splashing near the plug. The customer is suspecting that the plug was damaged/defective. The lot # is being confirmed at the time of the initial report."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unit and six photographs. The photographs displayed a needle grip and tip shield assembly along with the packaging information showing from material number 383511, lot number 0077163. Additional photographs displayed a vent plug that has slight traces of dried media present. Visual observation of the photos revealed that there is no evidence of leakage at the ¿flow control / vent plug¿, as there are no signs of media present between the flow control / vent plug and the filter element or at the end of the filter element. There are no visible signs of cracks or deformation to the body of the flow control / vent plug or to the filter element based on the evidence provided by the photos. The visual evaluation of the actual unit showed no signs of media present between the flow control / vent plug and the filter element or at the end of the filter element, same as what was previously observed with the provided photos. There are no anomalies or damage to the flow control / vent plug. The defect reported was not confirmed based on evaluation of the returned unit and photographs. A device history record review showed no non-conformances associated with this issue during the production of these batches.

Event description:
It was reported that bd nexiva¿ closed IV catheter system ¿ single port 24 ga 0.75 in splashed blood and was damaged, but still operable. The following information was provided by the initial reporter: "this is a report about blood splash. After retracting the needle, the hcp saw the blood back-flowing through the clamp and splashing near the plug. The customer is suspecting that the plug was damaged/defective. The lot # is being confirmed at the time of the initial report."